Event description:
It was reported that bd discardit¿ ii syringe w/o needle leaked past the plunger. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following fields have been updated with corrections: date of event: (B)(6) 2018.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle leaked past the plunger. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected sample. A leakage through the plunger rod was observed in this provided sample. After that bd could determine a damaged in the plunger rod by the evaluation of the plunger with magnification. We could confirm the reported issue. After the evaluation of the received sample, bd concludes that the cause of the problem may be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit¿ ii syringe w/o needle leaked past the plunger. No serious injury or medical intervention was reported.